Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose (bg) level was 520 mg/dl with reported diabetic ketoacidosis. Reportedly, the customer's father assisted the customer when she was vomiting. Elevated (bg) was address with a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.